Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the cause of the inability to aspirate csf from the catheter access port(cap), the hcp provided the cause as "slow flow." The pump was turned to minimum rate which prompted withdrawal briefly. The pump was turned back on with bolus and the withdrawal cleared. It was reported the pump was functional and the dose was increased.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 18-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 570 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient¿s spasticity control was not as good as they wanted it, so the hcp was attempting to do a side port aspiration but was unable to aspirate csf (cerebrospinal fluid). Per the hcp, the patient had a spinal fusion a little less than 2 years ago and they did the fusion right around the catheter so he was wondering if they might have damaged the catheter at that time. There had not been any volume discrepancies at refills and the patient had ¿done well with the pump but only for pieces of his movement disorder". The patient had had no withdrawal episodes. Per the hcp, the patient moved a lot. He had a lot of dystonia and his movement control had never been perfect. The hcp also stated that the patient was "very skinny so it's kind of impossible to miss the side port¿. The hcp was planning to consult with a surgeon on potential next steps.